Event description:
Our rep is reporting that during a knee procedure, a portion of the distal tip of a sling shot driver broke off while the surgeon was trying to remove a cross pin. The fragment was retrieved from the body and the procedure was completed successfully without further issue or harm to the patient using an alternative removal instrument. Complaint device discarded by user facility.

Manufacturer narrative:
Mitek is in the investigation mode. The results of our investigation will be the subject matter of the follow-up report.